Event description:
It was reported that about a month ago patient had neurostimulator (ins) and lead replaced. It was noted that the lead had broken and the ins had gone dead. It was reported that the lead broke sometime in the past, about 6 or 8 months because it was not working as well. The lead was not "operating correctly and then the battery went dead.¿ the battery had been dead for at least 5 or 6 months. It was indicated that patient had a lot of medical situations, and had been in and out of rehab. The issues with ins and lead were "farther down the ladder." It was noted that the channel that worked best for her had a variation, it would ramp up slowly, then do a certain little pattern and then it would go down again, the other ones were constant. The patient did better on the variable one, then they went through a period where she wasn't doing as well and that was probably when the wire started acting up, and maybe it was intermittent for a while." It was indicated that it was difficult to guess when the lead actually broke. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v230476, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. (B)(4).